Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that after an intraocular lens was explanted due to improper power. The patient reported blurred vision. Additional information has been requested; however, further information has not been received.